Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had reprogramming performed on (B)(6) 2020 with a representative. The patient noted that they experienced long charging sessions with their implant. Their charging sessions used to take an hour at most and now they took two hours. They also were having issues with the recharger staying connected to the implant and were having to reset the controller 5-10 times while charging; they reset the controller so often that they took the controller battery compartment door off the back of the controller. The patient had to charge their implant twice a day, usually charging around 2 p.m. And again around 7. They noticed sometimes they would turn their stimulation on and when they went to charge their implant, the stimulation showed as being off. Their implant battery was usually around 40% to 50% when they went to charge. The patient's controller battery also seemed to be depleting faster than normal, but it did charge to 100% from the wall. The patient saw no visible damage to the controller contacts, the controller port, or to the recharger. The issue was not resolved. A replacement recharger was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger: medtronic. Is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they received a new controller and charging pad and the issue was resolved. Patient reported weight as 183 lbs.